Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that issues were noticed with quality controls (qc) and precision. Qc were initially within range, but when repeated, results were out of range for levels 1 and 3. The customer aligned and primed server 3 probes and cleaned reagent probe 5. Precision testing was run on qc, resulting out of range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran qc, which resulted out of range. The cse replaced the sample probe cleaner solenoid. Qc were run, resulting within range. The cause of the discordant, falsely elevated mg result was related to a faulty sample probe cleaner solenoid. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated magnesium (mg) results were obtained on one patient sample on dimension vista 1500 instrument. The sample was flagged by the system's delta check as it did not match results previously obtained on samples from the patient. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting lower. The sample was then repeated twice on the original instrument, resulting falsely elevated. The sample was repeated a second time on the alternate dimension vista instrument, matching the first repeat. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated mg results.